Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed failed battery test. The blood glucose reading was 522 mg/dl, which the customer treated with a manual injection. The customer declined troubleshooting for high blood glucose. Advised that a replacement battery cap would be sent for the issue. Advised the customer to contact his doctor to make sure that his blood glucose was under control. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.